Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis it was reported that the patient presented with compression fracture; and underwent balloon kyphoplasty. Intra-op, the balloon of the inflatable bone tamp ruptured during inflation in the vertebral body, and contrast media leaked. The patient was not allergic to contrast media. No fragment of the ruptured balloon remained inside the patient. The procedure was completed by using a substitute product. There was a delay of less than 60 minutes in overall procedure time as a result of this event, but no patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional inspection reveal the balloon has been ruptured. There is about a 3mm cut near the proximal peak. This rupture is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.